Event description:
Healthcare provider reported a right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Trend analysis: review of all complaints of fluid leak (a050401) for the period of jun 2020 through may 2022 related to date opened indicates that one point is above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak (a050401) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d1 d4 d6a d6b h6.

Manufacturer narrative:
Device analysis:based on the device analysis grid, the assessments of the complaint are:¿deflation: observed a delamination total of the valve (adhesive failure)additional observations:¿wear abrasion observed on the device.¿crease fold observed on the device.¿white particles observed inside the device.no further actions are required as the device was implanted.

Event description:
The device has been explanted and replaced.